Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracks in the casing, battery compartment opening had a big chip out of it, the battery life was diminished, the insulin pump rejected new batteries, buttons were harder to press sometimes had to press buttons twice and had lost some settings on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.